Event description:
Tampon stuck inside me - vagina [foreign body in reproductive tract]. Tampon string unravelled, ripped from tampon [device breakage]. Went to remove tampon, string unraveled and ripped from tampon..tampon became stuck inside me [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon string unravelled during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.